Event description:
This is the first of two reports for one office using two different devices. A dentist placed anterior and posterior fillings and they all came out a few weeks after placement. She used ibound te and venus diamond flow bxl. She etched the teeth with h2po 35% for 1 min, rinsed, lightly dried to leave slightly moist. She applied the bonding agent, and immediately air dried with short gentle air blast, and then cured for 20 seconds. Discussed allowing 15 seconds of dwell time and checking for uniform glossiness. The lot number of the venus diamond flow is an expired lot number. She placed these fillings in (B)(6) after it had expired. Discussed that efficacy is not guaranteed after the expiry date. She had to get back to a pt so she had to get off the phone. Please refer MFR report # 9610902-2013-00116.